Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint confirmed through visual inspection. The cause was the downstream occlusion (dso) seal was pealing. Replaced dso seal. Dso sensor calibration passed. Further inspection found the motor to be unserviceable. The motor odometer was too high. Replaced motor. Performed performance verification testing (pvt), and the unit passed all test criteria. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Discovered during testing. No patient involvement was reported.